Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/27/2016 with the following findings: during investigation, there were frequent replace battery alarms observed. The pump¿s electrical current draws were within specification. Unrelated to the original complaint, there was corrosion observed in the battery compartment. A battery compartment leak was found. The pump was opened and there was no further evidence of moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The customer alleged that the battery compartment was damaged. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.